Event description:
It was reported the patient's ipg was nearing its end of service. Surgical intervention took place wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's ipg was inoperable prior to the replacement.